Event description:
Info was received in dec. 2004 from a physician assistant regarding a pt, with a medical history of osteoarthritis who experienced an arthroscopic surgery of the right knee, a septic right knee, a right knee effusion, synovial fluid gram positive for staphylococcus, right knee swelling, right knee pain, and a pseudoseptic reaction. The pt had no allergies and is not on any concomitant medications. The pt began synvisc treatment about eleven days earlier. The pt received a synvisc injection into the right knee same day. The next day pt experienced swelling, a low grade fever (temperature 101.4 degrees) a painful to touch knee. The physician called the reaction pseudoseptic, not really an infection. There was no localized infection at the injection site. The pt was treated with ice, elevation of the right knee and rest. The following day the pt saw the primary care physician who prescribed antibiotics (type and dose unk). Two days later the pt did follow-up with the treating physician. Pt had a fever of 103 degrees and signs and symptoms of a septic knee. A joint aspiration was performed and 60 cc of clear fluid was aspirated and sent for analysis. Cultures were positive for staphylococcus. There was no crystalloid, but a scant amount of blood. Cultures were positive for staphylococcus. There was no crystalloid, but a scant amount of blood. Same day the pt was admitted to the hospital. Upon admission the pt was started on intravenous vancomycin, 1 gram per dose: clindamycin (dose unk) and a prn pain medication (type and dose unk). Cultures were performed in the hosp, results were pending. The following day the pt underwent arthroscopic surgery and incision and drainage of the right knee. The physician did not assess causality.